Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Rep describes the issue writing "unable to tell. X-rays were done but the single lead looksto be in the correct location per the physician. When the amplitude was increased the patient could not feel the stimulation at all. Even at high amplitudes." Rep reports troubleshooting the issue by running an impedance test, impedance values were within normal range, as well as giving the patient new programming settings. Rep reports the cause is unknown and the issue is still ongoing. Rep indicates they will submit any new information as they become aware.